Event description:
Caller states that the following readings were obtained on a patient with two inform meters, compared to a lab result, within 10 minutes: 200 mg/dl (inform system 1), 200 mg/dl (inform system 2), and 90 mg/dl (lab result). No actions taken based on device results. No adverse event reported. Caller states that the strip vial lid may have been off the vial prior to using the strips. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips; however, caller will not return the strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with (B)(6) for the inform system 1.